Manufacturer narrative:
H10 as "e2: health professional - (no) and e3: occupation - non-healthcare professional". The customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding from the focusing ring of the head. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it was likely that the product was sterilized by autoclave (high-pressure steam sterilization) due to mishandling by the user, although the product is not compatible with autoclave, and it is was likely that the product was damaged by autoclave sterilization and flooded from the focusing ring of the head. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use state the following: ¦3.7 high-pressure steam sterilization (autoclave) (caution) ¿do not sterilize the camera head with high-pressure steam. The camera head will be damaged. ¦endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop this product. Water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had been sterilized by autoclave. There were no reports of patient harm.